Manufacturer narrative:
Ge engineering investigation indicates that an inverter failed and resulted in the melting of a solder joint and a hole in the inverter cover inside the gantry covers. This resulted in several parts being damaged inside the gantry covers. The gantry covers stayed intact and no exposed flames were present from this issue. The system is designed and certified to iec requirements. The system materials are constructed of flame retardant materials; therefore, a continued or expanding burn is not expected. The system is designed to standards for safety under normal and fault conditions, and is electrically protected and permanently grounded. The small pieces of metal that were able to exit the gantry were located in an area that is near the gantry and table foot pedals, not near the pt. The possible path for the molten metal to exit the gantry is through several small openings in the bottom of the gantry. Therefore, there is no concern for the small pieces to be expelled near the pt or at a location in which they would be expected to travel any significant distance. This issue has occurred at a single customer site out of a large installed base.

Event description:
It was reported at this site that a large amount of heat was discharged from the inverter and the inverter, capacitor and several other components became charred and damaged. No exposed flame was experienced and the heat dissipated quickly. The heat generated, melted several internal components resulting in small pieces of molten metal being able to exit the gantry through small holes in the bottom of the gantry and fall to the floor near the table foot pedals. No injury was reported for either the technologist or the pt. However, this could potentially result in a serious injury if the hot metal pieces had come into contact with an individual when they exited the gantry covers.